Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 599 mg/dl. Customer had symptoms such as nausea and abdominal pain. Customer was hospitalized for high blood glucose readings. Customer was wearing insulin pump at the time of hospitalization. Customer also received weak signal and lost sensor alarm. The insulin pump was not returned for analysis.